Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, the reported incomplete coaptation appears to be related to procedural conditions. The reported tricuspid regurgitation is a cascading event of the incomplete coaptation. Additionally, the reported patient effect of tricuspid regurgitation is listed in the triclip g5 system instructions for use, and is a known possible complication associated with triclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two triclips were implanted. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the septal leaflet for the first clip. Tr was severe. On (B)(6) 2026, additional triclip was implanted. Tr was grade 2+.